Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and did not observe any physical or internal damage to the iabp unit. As a precautionary measure, the stm replaced the non stock ac power cord with a getinge cardiosave ac power cord. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the initial reporter listed is (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was plugged into a wall outlet at the customer's site. When the nurse unplugged the iabp unit from the wall, the wall outlet pulled out and caused arching. The biomedical engineer evaluated the iabp unit and replaced the ac cord. The iabp unit was considered safe for use by the staff and a was placed on a patient and transported without issue. The customer has requested getting to inspect the iabp unit. There was no adverse event reported. Cardiosave #(B)(4).